Event description:
During a routine shift chack by a clinician, the device would not switch from monitor mode to defib mode. Complainant indicated that there was no pt involvement in the rpeorted malfunction.